Event description:
It was reported that the patient underwent a knee arthroplasty revision to address polyethylene wear and tibial subsidence accompanied by pain approximately eleven (11) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet tinbn coated vanguard knee cruciate retaining femur right 60mm catalog #: 183004tnbn lot #: 3253337, biomet polished finned 1 piece tibial tray catalog #:141252tnbn lot #: 2013100675, biomet series a thin 3 peg patella 31mm catalog #: 184784 lot #: 071900 g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: a1, d4, h6. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.